Event description:
A public health nurse came to pt's home. The pt was unconscious. The nurse tested the pt's blood glucose on her suspect device and it was 84 mg/dl. She was transported to the hospital. Once at the hospital, her blood glucose was tested on the hospital's suspect device and it was 90 mg/dl. The test was repeated on another suspect device and the value was 94 mg/dl. A lab draw was done at the same time and it was 12 mg/dl. The lab draw was repeated 2 more times within 30 minutes. The pt was treated with d50. The pt later died. Glucose controls were tested before the incident and after the incident and were within range. The pt's doctor reported that the pt had peripheral vascular occlusion.